Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer stated that the insulin pump's drive support cap was loose. The customer's blood glucose at the time of the incident was unknown. Customer stated that the insulin pump was dropped and when they picked it up, the bottom part of the insulin pump came off and the reservoir threading was chipped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.